Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's issue has resolved. The recipient has resumed device use. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing sound quality issues. The recipient ceased device use. The recipient was treated with cortisone with some improvement noted. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.